Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a cerebral bleed and expired. The 95% stenosed and 15mm long de novo target lesion was located in the proximal left anterior descending coronary artery with a reference vessel diameter of 3.0mm. The lesion was predilated with a 2.5x18mm balloon catheter and the 3.0x16mm taxus express2 stent was implanted followed by post dilation with a 3.0x10mm balloon. Post intravascular ultrasound (ivus) was performed and it was reported that the stent was expanded well with 0% residual stenosis and timi-3 flow. The patient was discharged 2 days later on bayaspirin-100mg/day and plavix-75mg/day. At 560 days post index procedure, the patient was hospitalized for cerebral bleeding and died one day later. Per the physician, the patient had no anginal symptoms at the time of the event and that the death was definitely related to the cerebral bleeding. It is the opinion of the physician that the event is unrelated to the taxus express2 stent and possibly related to the antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).